Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). The ibe devices were successfully implanted at the left side. The trunk-ipsilateral leg (rlt231412j) and a contralateral leg (plc271000j) were successfully implanted as a bridge. An attempt was made to implant a contralateral leg (plc201000j) as a right leg extension from ipsilateral leg of the trunk-ipsilateral leg to the right common iliac artery. However, the contralateral leg (plc201000j) was deployed and partially covered the right external iliac artery. The physician determined that the partial coverage of the right internal iliac artery was not an issue, and no treatment was performed. The patient tolerated the procedure. The physician stated that the marker was misjudged when deploying the plc271000j. The right common iliac artery was in poor condition and would not provide an adequate landing zone, which the physician believed was not an issue as the device landing at the external iliac would be adequate. Also, the left side had been successfully preserved with ibe devices, the branch of the right external iliac artery and the right internal iliac artery was appropriately covered with plc271000j, and plc271000j did not appear to be infolding, so this was not a problem.